Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician attempted an arteriotomy closure using a starclose device after an unspecified procedure. The device was difficult to remove and the physician had to pull the device free. There were no pt adverse effects reported. Hemostasis was achieved by manual compression. No additional information available.